Event description:
The customer reported the ventilator was alarming due to oxygen supply pressure and sensor range errors. The customer reported the ventilator was not in use. The manufacturer's field service engineer inspected the unit and found that the customer was using an incorrect o2 regulator for their e cylinder. Per the device operators manual, the ventilator should only be connected to an oxygen gas source capable of delivering a regulated 40-90 psig. If the customer's regulator does not deliver a regulated psig to the ventilator as specified, it may result in a high oxygen supply pressure alarm which may close the oxygen valve. If the high oxygen supply pressure closes the oxygen valve, the ventilator continues to ventilate with air only. Loss of the oxygen source can be detrimental to the patient. This is being reported as operator error.